Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: reuse. The device was returned with horizontal metal scratches. During the visual inspection of the instrument, it was noted that the blade had evidence of having been scrubbed with a metal pad, damaging the blade. Due to the damage discovered on the instrument which is evidence of possible reuse, we are unable to determine how this condition impacted the performance of the device and therefore cannot conclude root cause. It is possible that the horizontal scratches could have caused the blade to break.

Event description:
It was reported by the affiliate that during an unknown procedure, the titanium tip broke. Another device was used to complete the procedure.

Manufacturer narrative:
(B)(4). Additional information: reuse. Re-submitted (B)(4) 2015 stuck in ack 2 of 3 the device was returned with horizontal metal scratches. During the visual inspection of the instrument, it was noted that the blade had evidence of having been scrubbed with a metal pad, damaging the blade. Due to the damage discovered on the instrument which is evidence of possible reuse, we are unable to determine how this condition impacted the performance of the device and therefore cannot conclude root cause. It is possible that the horizontal scratches could have caused the blade to break.